Event description:
It was reported that a patient's settings were found to be different from what was intended during a review of the patient's programming history with the patient's nurse practitioner. Further review revealed that the setting change may have been the result of an interrupted systems diagnostic test. The nurse practitioner remembered the interrupted systems test occurring. Good faith attempts to obtain the patient's complete programming and device diagnostic history have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history (if applicable).